Manufacturer narrative:
Age/date of birth at time of event were not provided. (B)(4). Approximate age of device ¿ 8 months. The explanted device was returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was listed as status 1a on the heart transplant list due to a driveline infection. The approximate onset and treatment for the driveline infection was not reported. A donor heart became available and the patient was transplanted on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
A correlation between the report of driveline infection and the returned pump could not be conclusively determined. Evaluation of the device found no depositions inside the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.